Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1: (B)(6). Investigation summary: the affected device was returned for evaluation with a damaged dso seal. Ehl was downloaded. Functional testing was performed - found defective remote dose connector. Occlusion tester g:01840-cz was used. Accuracy test was performed - test passed (+0,707%). Device shows 46446 error. Primary problem with defective pwa. Customer did not complain of any specific problem. The dso seal and pwa were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that after preventive maintenance the device needed to be repaired. There was unknown patient involvement and unknown patient harm/adverse event reported.